Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient had a history of cancer and poor bone quality. Her 5 year questionaire states she was revised. The patient was revised at an outside institution.